Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the intensive care unit (ICU) and came in septic on the day of this report at 8-9am and there was some concern from the family or from the nursing home that the pump was not working or had not been working adequately. The reporter was inquiring on how to use the programmer to interrogate the pump. The pump was read and ¿everything looked ok.¿ it was noted the elective replacement indicator (eri) was 64 months, the reservoir volume was 9.5ml, low reservoir volume was set for 2ml, and 24 day refill interval. It was further reported the healthcare provider (hcp) tried to reach the managing physician, but had no luck. It was also reported the patient was nonverbal and bed bound so it was unlikely there was any trauma and ¿it did not seem to present like he was in baclofen withdrawal.¿ the patient was a little tachycardic because he was there for sepsis, but ¿he did not have hypertension or rhabdomyolysis and not in dts or anything like that.¿ it was also stated later the patient had ¿zero sepsis.¿ the sepsis information provided was unclear and no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver baclofen.